Manufacturer narrative:
A ge representative evaluated the issue with the customers system. The default display protocols were reloaded to the users account. There was no patient injury associated with this event. This system is being monitored and remains in use at the facility.

Event description:
Corrupt default display protocol. Customer reported that "hanging" protocols were corrupt.